Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1256952) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported receiving readings of 249 mg/dl and 282 mg/dl on customer's adc meter which were higher that customer felt. Customer further reported experiencing symptoms that were described as "dizzy" and having an unspecified injury. Medical survey was not completed and although customer service made several attempts to contact customer to obtain more information, these efforts proved to be unsuccessful. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4).